Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy sores on her back where the sensors sit. No report that the blisters were open or weeping. The patient was being treated at the hospital with an unknown liquid and a band-aid was found on one of the sores. During a follow-up, it was reported that the patient's irritation improved.